Event description:
It was reported by the technician that quite some time ago they had a case where the hemostasis valve leaked when they were injecting. They also added that the spring wire guide (swg) pushed out when they inject. There were no pt complications reported. Add'l info received from the sales rep on 8/21/2009 stated the technician said they were never pressure injecting, always hand injecting. He also added when the swg pushed out, they were not pressure injecting and did not know whether the swg was in place during injection but thinks it was.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.